Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead was returned for analysis in 2 segments. External insulation abrasion exposing the outer coil was noted at 5.6-6.0 cm from the connector pin consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.